Event description:
The surgeon desired a medium conmed vcare for his procedure but the one they opened to him had a defect/malfunction at the blue plastic tip that rests just below the balloon. The device was exchanged for another vcare that worked properly and the case proceeded without incident. No patient harm. Packaging for two vcare devices was saved but we are not sure which package was for the device that had the defect/malfunction and which package was for the device that worked properly. Therefore we are including information associated with both devices in this report.